Manufacturer narrative:
Evaluation of the returned product noted only a single restraint was returned for evaluation, sold in pair. The bed connecting strap with a female buckle on one end is missing. The wrist foam material has been torn at the inner box x stitch; the origin of the failure has started at the stitching where the foam, webbing, and wash label are sewn together. The webbing around the wrist prevents the foam material from being pulled and torn farther. The return restraint was manufactured within the specifications when compared to the product drawing. The complaint description indicated that an rn who was simulating as a patient was struggling with the restraint and was able to tear the foam material about an inch long at the inner box stitch indicating that the applied force has exceeded the threshold limit of the product. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states, additional or different body or limb restraints may be needed if the patient pulls violently against the bed straps, to reduce the risk of the patient getting access to the line/ wound/tube site, or to prevent from flailing or bucking up and down and causing self-injury. Additionally, the IFU contraindications state do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reporting a complaint on product # 2532. Customer states during a demostration that an rn was struggling with restraint applied simulating as if a patient was wearing the restraint. The rn was able to tear the restraint in half. Customer has the restraint for evaluation lot # 4011t057.